Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecured grasp of tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-12990 knee scorpion bottom jaw got stuck under the lateral femoral condyle and when trying to remove it, the bottom jaw snapped off. This was discovered during use in a meniscal repair on (B)(6) 2023. The debris and multiple pieces were retrieved from the joint space. The completed was completed by using a tightcurve lasso.